Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. This ICD system was electrically abandoned and a new system was implanted. No additional adverse patient effects were reported.